Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, there was a cardiac perforation. An echocardiogram was performed and the electrophysiologist confirmed the perforation. The lead was removed and the bi-ventricular (bi-v) defibrillator implant was abandoned. A dual chamber implantable cardioverter defibrillator (ICD) was implanted. The patient's vital signs remained stable and the patient was transferred to intensive care for post operative observation. No further patient complications have been reported as a result of this event.